Manufacturer narrative:
Unable to download pump to carelink pro properly. Carelink errored "this device is no longer supported" during download, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had care link upload error. Customer's blood glucose level was unknown. The device will be returned for analysis.